Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the left master tool manipulator (mtm) arm grip allegedly "did not come back." The initial information indicated that the grip gets stuck. The procedure was continued. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was stated that the instrument installed into the left mtm arm was gripping a tissue when the issue occurred. The customer was able to release the tissue after using additional force. It was further stated that the issue was found to have occurred continuously regardless of the instrument installed into the mtm arm. The procedure was completed using the same surgeon side console under the current condition with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) left to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was analyzed and the reported failure (grip did not come back) was able to be reproduced during visual inspection. The inner and outer springs and levers will be replaced a fix. The complaint was confirmed based on the field evaluation.